Event description:
It was reported that the patient presented in clinic for follow up. Upon review of a merlin.net transmission, it was noted that the pacemaker was in backup vvi mode. The device could not be interrogated. The device was ultimately explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The reported events of device in backup mode and inability to interrogate were confirmed. As received, the device output and telemetry were not available. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.